Manufacturer narrative:
Investigation summary: a review of the device history record showed the device had a manufacture date of 07/22/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did confirm similar complaints with the same or related failure mode for this customer. Root cause analysis: the root cause for the reported issue that the pump did not pass the down stream occlusion test was not determined because no product was returned. Investigation summary: the reported issue that the pump did not pass the down stream occlusion test could not be confirmed; no product was returned for investigation. No further investigation of this event is possible at this time, and no patient involvement was reported.

Event description:
It was reported that pump did not pass down the stream occlusion test. The pressure sensor was replaced, all operations were checked, and all checks passed. Per customer, no further information will be provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that pump did not pass down the stream occlusion test. The pressure sensor was replaced, all operations were checked, and all checks passed. Per customer, no further information will be provided.